Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump alerts for highs and lows were perceived as delayed and quieter than expected, with no alerts initially noted, then later noted as occurring but not as soon as before, over several days; education was provided on alert thresholds and volumes, cgm alert settings on the pump were reviewed, and the user was guided to install the bionic circle app to enable phone notifications. Symptoms included no reported hypoglycemia or hyperglycemia and no change in blood glucose related to the event. Outcomes included no injury, no hospitalization, and no medical intervention. Investigation included troubleshooting of device and cgm alert settings, verification of alert volumes, and user education regarding alert logic and thresholds. Investigation of this case revealed that the device functioned within designed alert parameters for high and low glucose notifications, with alerts dependent on configured thresholds and durations, and that the perceived delay and audibility were consistent with settings and intended behavior. It was concluded, based on previously established findings for similar reports, that the cause was user education needed regarding device alert functionality and configuration.